Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "interoperative or postoperative bone fracture and/or postoperative pain." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR four of four (1825034-2011-00661 through 00664) for this event. (B)(4).

Event description:
Patient reported to have undergone total knee arthroplasty in 2008 and that the skin around his scar appears abnormal. The patient further reports experiencing constant pain. A review of invoice history confirmed the total knee arthroplasty procedure occurred on (B)(6) 2008. To date, a revision procedure has not been indicated and no further information has been provided.